Event description:
Clinical adverse event received for grinding and squeaking and abnormal radiographic evaluation - polywear (competitor liner), and osteol ysis behind the competitor cup event is probably related to device and definitely not related to procedure. Orginal implant date (B)(6) 2000. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).